Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-25090. It was reported, the pt is not receiving effective stimulation in her feet. It was also reported, the pt's ipg battery depleted due to no charging as recommended. As a result, the pt's lead was revised and her ipg was replaced. During the procedure, an add'l two leads and a ipg was implanted to provide coverage to her feet. Surgical intervention resolved the pt's issues.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.